Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
The complainant reported that a patient was on impella 5.5 support due to microvascular disease and severe mitral regurgitation and was admitted for premature atrial contraction guided diuresis with low dose milrinone. During impella 5.5 support, the patient experienced a suction alarm followed by low pulsitility followed by an impella in aorta alarm. Echocardiogram confirmed position of inlet in left ventricle. The console was reviewed which showed a motor current spike just prior to initial suction alarm. Initially, the pump had near matching systolic and diastolic flows, and fluctuated between that or diastolic flows of 0.1 until the pump was explanted. Upon explant, large biomaterial was noted in the outlet cage. The procedure was successful with this device.

Manufacturer narrative:
The investigation of low pump flow and thrombus has been completed. Low pump flow: the returned pump was severed along the catheter and only a partial pump was returned. The returned cannula was inspected and biomaterial was observed on and beneath the impeller. Reproduction testing could not be performed as pump was cut. The data logs from the case show a motor current spike with speed devaluation and a shift in placement signal characteristic of biomaterial ingestion with suction alarms. The investigation aligns with the provided clinical information of biomaterial observed on explant and motor current spike observed before suction alarms. The root cause of the low pump flow was determined to be biomaterial as evidenced by returned product analysis revealing biomaterial on impeller and data log analysis showing ingestion pattern. Thrombus: the root cause of the thrombus was unable to be determined due to insufficient clinical details. D9 device returned to manufacturer date added